Event description:
It was reported by the customer's mother, that the customer's insulin pump fell, hit a rock and landed in muddy water. Customer's blood glucose level at the time was in 78mg/dl range. It was also reported that the customer received a no delivery alarm. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).